Event description:
It was reported that the leads had intermittent loss of capture and some possible undersensing. The leads remain in use and will be monitored closely. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).